Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an unusual issue with their onetouch verio sync meter. The battery drained from 100% - 0% within one hour when connected via bluetooth to another device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.